Event description:
A physician reported a codman perforator (ID (B)(4) disassembled when making the first burr hole during a craniotomy. The procedure was completed with a replacement product available. No surgical delay was reported. No further information was provided. According to information provided, it is unknown if any part fell into the surgical site. It is unknown if the drill is electric or pneumatic. It is also unknown if the perforator clicked in place in the drill, and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The disposable perforator (ID (B)(4). Was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend. Additional information received: the drill used with the perforator: midas rex mr8.

Event description:
N/a.